Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer field service technician reported that the tip was broken while it was being tested at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the tip was broken while it was being tested at the user facility. There were no adverse consequences related to this event.